Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced event of infusion set leaking at site. The blood glucose level was 239 mg/dl at the time of event therefore the patient was treated with correction injection via pump. No further information was available.